Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the device to function as intended over a 76 hour period. There were no air bubbles in the line, and the device never gave a false alarm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with their heart lung machine (hlm) air bubble sensor during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. According to the information received, the air bubble detector was in a constant alarm state, which denotes that it had detected air in the circuit while priming and during cpb. The complaint filed denotes that there was no air present and fluid was being seen across the detector. The information captured to date, is that the clinician exchanged the air bubble sensor and continued the procedure without issue. There was no harm or blood loss due to this constant alarm state. There was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
The field service representative installed a new sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor would not stop alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.